Event description:
It is reported that a bone fractured was observed after the patient fell. During the revision surgery, it was noted that the porous coating of the stem was peeled off.

Manufacturer narrative:
Evaluation summary: based on the information obtained and review of the image provided, excessive force resulting from the patient fall is a contributing factor for the peeled/disassociated porous coating from the stem substrate. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.